Event description:
It was reported by the customer that the unit was speeding up and slowing down by itself during case. It was intermittently turning itself off and on during the procedure. After examining device, the caller noticed that the toggle switch is broken off the back of the unit. The customer opines that perhaps someone in the hospital broke the switch off, it is unk whether it is stuck in the up, down, or in-between position. No pt consequence reported.

Manufacturer narrative:
Date sent to the FDA: 9/14/2007. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.